Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available pump black box data showed multiple occlusion alarms with high force. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.